Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, a kink in the lead near the proximal end that plugs into the port was noted. Lead was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.